Event description:
On february 26th 2010, baxter (B)(4) product surveillance was notified of a complaint from a customer regarding a 3-way large bore stopcocks, lot# unknown, product code 2c6201. The customer indicated that the product cracked, and that this is a recurring problem. The customer did not indicate exactly how many times this issue had occurred. The process step and any report of patient injury or medical intervention are unknown.

Manufacturer narrative:
The condition of the product cracked was confirmed. 5 used samples and 5 empty pouches of product code 2c6201, lot ur09d21041 & ur09j20058 was received and evaluated by baxter. 1 pouch from lot ur09d21041 and 4 pouches from lot ur09j20058. All five samples were visually inspected for cracks or breaks, none were found. Each sample was then underwater leak tested. This detected a leak in all five samples between the stopcock handle valve body and housing. Closer visual inspection under a microscope showed that, the off handle had been torqued past the housing stop. The root cause was determined to be overriding the stop when the handle was torqued past the housing stop. (B)(4).